Manufacturer narrative:
Twenty three days after the event onset, the patient had recovered from the event and was discharged from the hospital that same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified error. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the event. Treatment details were unknown. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.